Manufacturer narrative:
Investigation results: visual inspection showed that the cold jaw boot had a burnt mark from the cutter wire on the tri-heater assembly. Resistance measurements were within specification. The micro switch did not function properly when tested. The pre-cautery results showed that no steam was generated from the saline moistened gauze during several attempted device activations. The reported failure was confirmed. The handle was disassembled and no visual non-conformities were found. When the switch was disassembled, it was observed that the metal components inside the cap appeared to be damaged. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro was initially working fine then just stopped cauterizing. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.